Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a sprung reservoir-set (# fv046t) was implanted during a revision procedure (medwatch#3 004721439-2024-00120) performed on (B)(6) 2024. The sprung reservoir was implanted together with # fx418t (medwatch#3004721439-2024-00135). According to the complainant, the shunt system caused a blockage. The patient underwent an additional revision procedure. The complainant device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 7 months height: 64 cm weight: 9 kg gender: male same incident/patient as medwatch# 3004721439-2024-00135

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the reservoir was determined. Permeability test: a permeability test has shown that the reservoir is permeable. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.